Manufacturer narrative:
Unit passed self test. Unit received with missing retainer ring, scratched case and minor scratched lcd window. J.a 03/24/16. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the top plastic of insulin pump was missing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.